Event description:
High impedance was observed that gradually increased over a few months. The pacing threshold had also increased. Lead fracture suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. Without return of the entire lead, a complete analysis could not be performed.